Event description:
A pulsar-18 peripheral stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in a mildly tortuous mid sfa. The device was advanced but the stent did not deploy. The device was retrieved, there was no impact to the patient. Another pulsar-18 was introduced and deployed successfully.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In the as-returned state the guidewire used in the intervention was stuck in the guidewire lumen of the affected instrument. The technical investigation revealed that the stent had been pulled in proximal direction together with the retractable shaft. The proximal x-ray markers were pushed against the proximal stent stopper and became deformed, causing a blockage of the retractable shaft. Further, the inner shaft has buckled which is a result of this blockage and in turn caused the blockage of the guidewire. The blockage of the stent is most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the complaint event could not be determined.